Event description:
The pt had been getting good relief from her system until she was struck by a surge of energy in her yard from the power lines/transformer. The pt stated that about a year and a half ago, she was sitting in her yard when trees got tangled in the power lines above her house and ball of white energy burst causing car alarms to go off; the pt reported that she stood up, and then fell down. She stated that her system had not been the same since. The system was interrogated, and everything looked okay. The pt decided to have the system explanted.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.